Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fuse to the snubber was blown. This could prevent the system from producing a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.